Event description:
It was reported after implant procedure that the implantable cardioverter defibrillator exhibited oversensing due to noise. This noise resulted in pacing inhibition. The pocket was reopened and the device was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of sensing anomaly could not be confirmed in the lab. Field event of noise on the right ventricular lead could not be reproduced. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.